Event description:
It was reported that during the implant procedure, the helix took over 25 turns to extend, and after the helix was retracted it would not extend again. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant. (B)(4).